Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported dropping her insulin pump in a pool. There are drops under the screen. Customer's blood glucose is 114 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.